Event description:
Dr states that he had a pt that developed a perforated cornea apparently from wearing decorative contact lenses for an extended period of time. Dr s states that the he believes the contacts were purchased at a local beauty supply business and were worn up to two months at a time.